Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the controller was just not working as it wouldn't hold a charge, the controller kept dying and wouldn't connect with the ins as the controller kept saying it couldn't locate the device. The patient kept resetting to resolve the issue, however now resetting did not resolve the issue and the controller would not respond to anything. The patient stated  they need to change the settings once the controller issue is resolved; it was confirmed that they were speaking of adjusting the therapy settings. They haven't used the ins in a long time due to the controller issue; it was confirmed that the controller was blank and not powering on. The patient removed the battery pack to check for damage and noted the equipment looked good.  It was noted that there was a crack around where the button is on the front screen; and clarified further that the crack wasn't across the screen but that the crack was down by the button; it was confirmed that the crack was on the controller casing down by the arrows below the screen. It was then noted the whole controller was vibrating,  they had reinserted the battery pack into the controller and turned the controller on and the controller was vibrating and frozen. The patient unplugged it and the controller was still vibrating. The patient had connected the ac power supply to the controller after reinserting the battery pack and then when they disconnected the ac power supply, the controller was still vibrating. A new controller and battery was requested. No symptoms were reported.